Event description:
Complainant alleged that during a cardioversion, the clinician selected 200 joules on the device; however, the device only delivered one joule to the patient (age & gender unknown) then displayed a "bridge test failed" and "defib fault 78" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.